Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2010 and pelvic floor repair mesh and ams mesh products, elevate and mini arc sling, were implanted. It is unknown which products were implanted on which dates. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01855. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and symptomatic cystocele. It was reported that the patient underwent posterior/anterior repair and cystoscopy on (B)(6) 2008 and anterior elevate and apical repair, mini-arc and cystoscopy on (B)(6) 2010 concurrently with mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that the patient had mesh removal surgery on (B)(6) 2008 and on (B)(6) 2012 due to erosion, prolapse, recurrence of incontinence, urinary problems and dyspareunia.

Manufacturer narrative:
Date sent to the FDA: 10/25/2016.

Manufacturer narrative:
The file has been updated to lot number unknown.

Manufacturer narrative:
(B)(4). Urinary problems. Dyspareunia. It was reported that the patient had mesh removal surgery on (B)(6) 2008 and (B)(6) 2010, due to erosion, recurrence of prolapse, recurrence of incontinence, urinary problems, and dyspareunia. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch 3108584 mfg date: 01/07/2008, exp date: 12/31/2009. Batch 3135682 mfg date: ni, exp date: ni. In addition, a review of the batch manufacturing records for batch 3108584 was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-03768 and 2210968-2012-01855. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.